Event description:
It was reported that the patient is deceased. It was further reported that a ventricular fibrillation (vf) episode occurred on the day of death and the programmed vf shock energy was 35 joules however 0.3 joule shock energy was delivered for six attempts during the vf episode. A post-mortem examination is pending to determine the cause of death.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Charges delivered on (B)(6) 2013 appear to be less than 1 joule. The short circuit protection feature appears to have enacted related to the lead integrity alert triggered on the same day.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-58 implantable pacing lead implanted: (B)(6) 2010; competitor 1642t implantable pacing lead, implanted: (B)(6) 2003; competitor 1580 implantable tachy lead, implanted 2003. (B)(4).

Manufacturer narrative:
Attempts to obtain results of post mortem examination were attempted and results are not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.